Event description:
It was reported that during the removal of the hemovac drain, a segment about 1/8th inch broke off during a total knee replacement and was not recognized until later when seen on x-ray. The reported stated that the nurse was overly aggressive when removing the drain from the knee, which caused the drain to break. At the time of removal, the nurse did not notice that a portion of the drain broke off and was retained in the knee. The piece has not been removed and has been in the knee for 3 months now and is not causing any trouble.

Manufacturer narrative:
The sample was discarded. The lot number was not provided therefore the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed tot he reported failure. The instructions for use states the following precautions: "to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flay and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).